Manufacturer narrative:
The product has been requested for return for product evaluation. It has not arrived. When the evaluation results are available, a supplemental report will be submitted with the findings. The device history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous related record of servicing.

Manufacturer narrative:
One ev1000a platform system was returned for product evaluation. The panel and databox booted up successfully for testing. There was connectivity to both panel ethernet ports without any issues noted. The touchscreen was used and it was functional and responded normally. A visual inspection did not find any physical damage. The databox was tested per the functional test. There were no clicking noises observed. The panel and databox were connected and left to run for five hours and there were no display issues identified. The ci reading started at 1.3l/min/m2. After two hours of running, the ci reading was 1.2l/min/m2. There was no defect found.

Manufacturer narrative:
The product has been requested for return for product evaluation, but has not yet arrived. When the product evaluation results are available, a supplemental report will be submitted with the findings. The device service history record review is pending. When the results are available, a supplemental report will be submitted with the findings.

Event description:
It was reported that the cardiac index reading was drifting during patient monitoring while in use with the ev1000a platform system. The readings would change on their own when nothing was being altered with the patient. The readings were greater than 2.5 and then would randomly decrease to less than 1.5. There were no error messages noted. There was no inappropriate patient treatment administered. The biomed stated the ev1000 panel would gray out and was not operable. In addition, there was a clicking sound heard from the databox. They unplugged and reset and exchanged the co cables and the power cords, but the clicking sound persisted. There was no patient harm or injury.

Manufacturer narrative:
The ev1000a platform system was not returned for evaluation after several attempts were made to the facility. The reported issue could not be confirmed by product evaluation as the product was not received. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be confirmed if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
Reference CAPA-20-00141.